Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was accidental ablation to the av node which caused heart block requiring a pacemaker and prolonged hospitalization. Unwanted av node ablation during use of the thermocool® smart touch¿ bi-directional navigation catheter, not caused by catheter. The physician did not realize he was ablating the av node. All our products worked well and the physician was happy about our catheter. He said it was his fault. The system was not ablating without user input. The physician pressed the pedal to ablate. The procedure was delayed one hour and then successfully completed. External pacing, intracardiac pacing and a permanent pacemaker was implanted eventually. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. The generator used in the case was a smartablate generator. The generator parameters were set at temp cut off = 50°c, power max= 45w, power control mode. The noted temperature, impedance and power are not available. The system did not stop the ablation because the cut off values were not exceeded. The foot pedal was not stuck. The user was able to stop ablation using the ¿stop¿ button.

Manufacturer narrative:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was accidental ablation to the av node which caused heart block requiring a pacemaker and prolonged hospitalization. Unwanted av node ablation during use of the thermocool® smart touch¿ bi-directional navigation catheter, not caused by catheter. The physician did not realize he was ablating the av node. All our products worked well and the physician was happy about our catheter. He said it was his fault. The system was not ablating without user input. The physician pressed the pedal to ablate. The procedure was delayed one hour and then successfully completed. External pacing, intracardiac pacing and a permanent pacemaker was implanted eventually. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was improved. Device evaluation details: the thermocool® smart touch¿ bi-directional navigation catheter was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).